Event description:
On (B)(6) 2013, the patient reported that he had issues with the accuracy of the bolus advice provided by his blood glucose monitor. The patient stated that he woke up with a blood glucose level of 20 mg/dl and had to take glucose to correct the low level. No further information could be obtained from the patient. No adverse event was reported. No product was requested to be returned for product evaluation.

Manufacturer narrative:
No product is expected to be returned related to this case. No product was returned.

Manufacturer narrative:
No product requested to be returned.